Event description:
Related manufacturer reference number: 2017865-2022-12159 / 2017865-2022-12160. It was reported that the patient has deceased on (B)(6) 2022. It was unknown if the death was procedure related. There is no known allegation from a health care professional that suggests that the death was related to their pacemaker system.

Manufacturer narrative:
The device was returned due to patient death. Electrical, thermal and mechanical stress testing were normal. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.